Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. On 7/25/2019, a manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. (B)(4). Manufacture reference no: (B)(4).

Event description:
It was reported that an 82-year-old male patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter (stsf) catheter and suffered cardiac tamponade requiring medication, pericardiocentesis and surgical intervention. During the ablation phase when the stsf catheter was being manipulated into a new position, cardiac tamponade was confirmed by intracardiac echo (ice). Medications were given to keep maintain patient¿s blood pressure. Pericardiocentesis was performed to drain 1 ½ liters of fluid from the pericardial space, while some amount of blood was being auto transfused back to the patient. The patient was then taken to a surgical operating room to get a thoracotomy to suture the perforation. Patient was reported in stable condition after surgery. A few days in intensive care unit was required to monitor the patient¿s condition and surgical site. Patient¿s outcome improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. No biosense webster inc. (Bwi) product malfunctions were reported. Transseptal puncture was performed with a brk-1 transseptal needle. There was no evidence of steam pop during the ablation. The flow was set at 17 cc. No error messages were observed at any point of the case on any bwi equipment.